Event description:
It was reported that the customer was experiencing unexplained high blood glucose level of 461 mg/dl. The caller stated that the customer has not treated. The drive support disc was recessed. In the alarm history of the insulin pump there were several error alarms present; no delivery, low reservoir, and low battery. The caller stated that the customer did not want to remove the infusion set out of his body unless the father was present, so it was unknown whether the cannula was bent or occluded. The caller also stated that the customer does not feel the insulin pump vibrate. No air was found in the tubing and insulin did exit the tubing during troubleshooting. Nothing further was reported.